Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00) was defective. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/9/2018. Device returned to manufacturer? Yes. Device evaluation: sample was received, but pcb00 product was not received in its original package. Visual inspection using magnification was performed on the returned sample: the plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed and cracked. The lens was also observed damaged and stuck at the cartridge tip section. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.